Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient had a fall in (B)(6) 2018; the left audio processor was damaged and replaced. No redness or swelling above the implant site was noted. Recipient's speech performance is reportedly good with use of contralateral device. The recipient has been re-implanted.

Manufacturer narrative:
According to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. The recipient has been re-implanted but the device has not been received for investigation yet.

Event description:
The user had a fall in (B)(6) 2018; the left audio processor was damaged and replaced. No redness or swelling above the implant site was noted. User's speech performance is reportedly good with use of contralateral device. The recipient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user experience a trauma in (B)(6) 2018. The left audio processor was damaged and replaced. No redness or swelling above the implant site was noted. Reimplantation is considered.